Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced high bg and treated with insulin pump on (B)(6) 2026 due to patient have insufficient subcutaneous tissue where set is inserted.